Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0012571432); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012558062); product type: 0195-heart valves; implant date: non-implantable device product ID evfxplus-34 ((B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 ; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a 34mm evolutfx+ valve, there were several issues. The p atient's native valve exhibited severe cusp calcium, particularly on the right coronary cusp, which encroached almost the entire perimeter of the leaflet. Hostile calcium was also present at the leaflet, annular, and left ventricular outflow tract levels. A pre-im plant balloon dilation was performed using a 20 mm balloon. Upon the initial deployment attempt, the valve was under-expanded in the cusp overlap view, leading to a decision to recapture and reposition it deeper. During the second deployment attempt, a large infold in the valve frame was observed. The valve was recaptured and withdrawn from the patient. A more aggressive pre-implant balloon dilation was performed using a 22mm non-medtronic balloon. A second valve was deployed at an appropriate depth in the normal fashion, but mild-moderate paravalvular leak was noted. Due to the hostile calcium, a decision was made not to post-dilate. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.